Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine appointment in situ measurements showed affected channels. There is no report of head trauma or changes in health. Approximately 2 months prior the child stopped wearing the device due to broken external equipment. Before the external equipment became broken however, the parent noted that the child would become agitated when wearing the external device on the right side and would remove it.

Event description:
At a routine appointment, in situ measurements showed affected channels. There is no report of head trauma or changes in health. Approximately 2 months prior the child stopped wearing the device due to broken external equipment. Before the external equipment became broken however, the parent noted that the bilaterally implanted child would become agitated when wearing the external device on the right side and would remove it. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.